Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
Customer called to report issues with the inconsistent amounts showing for the remaining units of insulin in the reservoirs. Customer feels that this issue may be the cause of high blood glucose because the insulin pump is not delivering properly. Customer's blood glucose levels were not included in the report. Nothing further was reported.